Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at 5:48pm was 485 mg/dl, so customer did manual bolus and at 7:16 pm blood glucose went down to 466 mg/dl and at 8:13pm blood glucose went down to 429 mg/dl. The customer reported that they changed tubing due to champagne bubbles. Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.